Manufacturer narrative:
(B)(4). Batch #unk. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a pediatric appendectomy procedure, the surgeon said that it was a little difficult to fire and the device stapled and did not cut. Many of the staples that were present were not well formed. He cut between the staple lines with a scissor and felt like there were enough staples to seal the tissue. There were no adverse consequences for the patient.